Event description:
(B)(4). My health started declining big time after my first report. I started having abdominal cramps about 3 weeks out of the month, hair loss, hives, excruciating back and pelvic pain, digestive problems and joint pain, along with the problems I was already having. On (B)(6) 2015, only 10 months after I got essure and 5 weeks before my (B)(6), I had a total hysterectomy. During surgery my doctor saw that the left coil had perforated my tube, which should account for a lot of the pain I was in. Less than a week after surgery my hives and joint pain went away. The back pain has improved a lot and has only occurred 2 times in the past 4 months, while before it was a few times a week. I've only had 2 utis in 4 months which is definitely an improvement because I had one at least once a month when I had essure. I don't have to wear pads all the time because I don't leak urine anymore. Before surgery I thought I was so tired all the time because of my kids but since my hysterectomy I have so much more energy and don't have to take naps daily to be able to function and care for me kids, like I had to before. The only thing that hasn't improved is my digestive problems.

Event description:
(B)(4). I had the essure coils implanted on (B)(6) 2014 and within a couple of days I was having pain in my lower abdomen. About 2 weeks after that I had a urinary tract infection and have pretty much had one ever since. I'm currently on my 9th round of antibiotics for a uti. My periods have gotten very heavy, painful and irregular. Over the past month or so my bladder has been leaking. I have to wear pads daily because the leaking is so bad.